Event description:
On 3/15/97, the esophageal endoprosthesis was successfully implanted to treat a 12 cm terminal stricture of the esophagus. One week post-implant, the pt was presented with pain. Radiographs appeared to show that the stent had migrated and perforated the stomach. From the radiographs provided, it was difficult to accurately determine the final placement of the stent on the gastric end of the stent. In addition, the abbreviated treatment history provided did no pt allow a determination if there were other factors which could have influenced the pt's outcome such as chemo or radiation therapies. The pt had emergency repair of the perforation and the stent was removed without incident. The pt tolerated the surgery well, although the terminal structure remains.